Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient and the second device experienced the same malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device log files were provided to zoll medical corporation for further evaluation. During the investigation it was noted that the customer provided device logs, which included a clinical log dated (B)(6) 2025, and activity logs beginning (B)(6) 2025. As a result, log entries from the reported patient event on (B)(6) were no longer available due to continued device use. Attempts were made to obtain the relevant logs, but no additional data has been provided. The customer also indicated that the device was reviewed by their biomedical team and would not be returned for further analysis. Because the defibrillator was not returned and the provided logs did not contain entries from the reported event, a conclusive root cause determination could not be made. The claim will be closed as no sample returned. If additional information (e.g., relevant logs or device return) becomes available, the claim will be reopened for further investigation.